Manufacturer narrative:
Date sent: 9/28/2007. The analysis results confirmed that the hand piece was returned with the 4-40 stud broken. The eval revealed that the causes that may contribute to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torque or plastic torque wrench not used. Additionally, the device was noted to have the nose cone damaged. The device was disassembled and moisture ingress and a torn acoustic isolator were noted. Each device is visually inspected and functionally tested prior to shipment. And damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that prior to contact with the pt in an unk procedure, the threaded stud broke off into the disposable. Used a new hand piece and disposable. There was no pt consequnece reported.